Event description:
It was reported that device showed last error code 1720, indicating a power-backup-capacitor failure. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The pump powered on and showed error code 1720. The cause of the error was a faulty backup capacitor. The backup capacitor was replaced to resolve this issue.